Manufacturer narrative:
Software and design analysis was performed. It was unable to be determined the cause of the issue because the issue could not be replicated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the navigation system was unable to see the imaging system tracker. The site restarted the imaging system and "initializing collimator" displayed on the screen. The site restarted the imaging system one more time and the error message no longer displayed. They were able to proceed with taking a spin. There was a delay of 15 minutes. No known impact on patient outcome. No additional information was provided.